Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The rate was 62.3ml, rate 3.3ml/hr, and 87.75ml was given. There was air in line. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.